Manufacturer narrative:
(B)(4). The analysis results found that the tlc55 device was received with no apparent damage and with a reload not loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an open colectomy, the firing knob stopped on the way of the first firing on jejunum. It was found that deployed staples from the distal end to the middle were unformed. The staple drivers were fully up but there were some unformed staples inside the cartridge. The cartridge color was blue. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.